Event description:
It was reported to philips that the system did not start at 00:00. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting at 00:00. After reviewing the log file fse found that multiple software units running on the host pc cannot connect to their hardware devices. Fse replaced the stabilized power supply. After replacement the stabilized power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.